Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had a lead fracture. The patient will undergo a revision procedure wherein the splitter and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a lead fracture. The patient will undergo a revision procedure wherein the splitter and lead will be replaced.

Manufacturer narrative:
Sc-2316-50 (B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2.5 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient had a lead fracture. The patient will undergo a revision procedure wherein the splitter and lead will be replaced.